Event description:
We had a patient who was on ECMO for 2 weeks, and we believe that the disposable ECMO circuit was defective. The pressures that we normally monitor were way off. Although inconvenient, it did not affect patient care negatively.